Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor stim. It was reported that the patient's doctor directed her to call the manufacturer for assistance changing programs, because "one of the things is not firing anymore" and the patient was having a lot of problems because of this issue. Because the patient is currently using a loaner patient programmer, she does not have access to programs. Patient services directed her to contact her doctor's office for assistance, reviewing that programs will need to be added to her new patient programmer once she receives it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that the reported event was unknown to them. It was unknown if diagnosis or intervention were performed. It was noted as unknown of any external factors could have contributed to this event. It was noted as unknown if any action or intervention were taken or performed.